Event description:
It was reported that during a coronary artery intervention, using a radial artery access approach to the heavily tortuous, heavily calcified, mid left anterior descending (lad) artery, after pre-dilatation with a 2.0 x 12 mm mini trek balloon dilatation catheter (bdc), the 2.25 x 18 mm xience alpine stent delivery system (sds) was advanced, but could not traverse the artery bend despite pushing at the device. It was noted that the sds was removed from the anatomy; however, the stent implant had dislodged in the anatomy. Under fluoroscopy the stent implant was located at the ostium of the lad. Using a 1.5 x 6 mm mini trek bdc, the stent was deployed at the ostium. A 2.0 x 15 mm mini trek and a 3.5 x 15 mm nc trek were used to post-dilate and good stent wall apposition was achieved. A second 2.25 x 18 mm xience alpine sds was advanced, but met resistance and could not cross the ostium stent to treat the mid lad lesion. The sds was removed without issue and the procedure was completed by using an unspecified abbott bdc; however, a small dissection occurred in the mid lad, was treated and resolved. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance, difficulty to position/cross and difficulty to remove the device were unable to be replicated in a testing environment they were based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. A cine was received and reviewed by an abbott vascular clinical specialist and confirmed the embolization and subsequent deployment of the xience alpine stent at the ostium of the lad which was not the intended treatment location. The original lesion in the mid lad was treated with angioplasty with improvement. The resulting dissection could not be confirmed due to the quality of the images. Based on the information reviewed, there is no indication of a product deficiency. The unknown trek balloon, referenced, will be filed under a separate medwatch manufacturer report number.